Event description:
Per biotronik pt tracking dept, this system was removed due to infection. At this time, the system has not been replaced. Kronos lv-t, (B) (4) MDR 1028232-2010-00084. Linox sd 65/16, (B) (4), MDR 1028232-2010-00082. Setrox s 45, (B) (4) MDR 1028232-2010-00083.